Event description:
In 2009 (exact date unknown), the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, infection of the endograft system was identified. It was reported the aorta and endografts were surrounded by greater than 2 l of stool-like pus, and the aorta appeared to be necrotic and ¿falling apart.¿ it was reported the infection was not related to the excluder devices. On (B)(6) 2014, an additional procedure was performed whereby the devices were explanted, and the aorta was repaired surgically. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
No results are available as no lot numbers were provided. The root cause of the event could not be determined with the provided information.

Manufacturer narrative:
(B)(6).